Event description:
Received a report from a consumer indicating upon removal of a tampon pledget, only the string and a portion of the pledget were removed. Pt sought medical assistance to remove the remaining part of the pledget.